Event description:
Further follow-up revealed that the increase in seizures was not above the patient's pre-vns baseline frequency. There were no changes in settings or other external factors that could have caused or contributed to the increase in seizures. The physician reported that the seizures were a result of the generator being at end of service.

Manufacturer narrative:
Describe event or problem; corrected data: the initial manufacture report inadvertently stated that surgery had not occurred although the patient underwent surgery on (B)(6) 2014 and the explanted device was returned to the manufacturer for analysis. Date of explant; corrected data: the initial manufacture report inadvertently stated that surgery had not occurred although the patient underwent surgery on (B)(6) 2014. Device available for evaluation; corrected data: the initial manufacture report inadvertently stated that surgery had not occurred although the patient underwent surgery on (B)(6) 2014 and the explanted device was returned to the manufacturer for analysis. Corrected data: the initial manufacture report inadvertently stated that the device had not been returned although the device was returned and undergoing analysis.

Event description:
The vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has been returned to the manufacturer for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient was admitted to the hospital for seizures on (B)(6) 2014. Prior to the event, the patient had been scheduled for surgery due to low battery status of the device. No known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009. A battery life calculation using the available programming history showed approximately 2.4 years until neos = yes.